Manufacturer narrative:
(B)(4). Date sent: 7/17/2017. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested but unavailable: did the tissue pad melt? Did any part of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) Is the tissue pad completely missing from the clamp arm? Does the surgeon activate the device with the jaws closed, with no tissue between the jaws?

Event description:
It was reported that during a laparoscopic liver segment 5 resection procedure, the tip of the insulating pad fell off over time. The sales rep was in the case and managed to change the product before further damage. There were no adverse consequences for the patient reported.